Event description:
It was reported that the patient received inappropriate shocks from the device due to detection of atrial fibrillation (af) with right ventricular response (rvr.) The device remains in use. No further patient complications have been reported as a result of thisevent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).